Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 422 mg/dl. Customer reported that they were experiencing nausea and vomiting. The customer was reporting a passed event. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with injections. Customer was alleging possible insulin pump under delivery as insulin pump did not delivered insulin all the time, when she goes to give insulin it was not going through line. Customer declined troubleshooting for high blood glucose as she was to get a new insulin pump. Customer reported event was resolved by changing complete set. The insulin pump and reservoir will not be returned for analysis.